Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had withdrawal symptoms and their pump was replaced on (B)(6) 2016. It was noted that the pump had stalled and died. There was no information about any environmental, external, or patient factors that may have led or contributed to the stall. Additionally, no diagnostics or troubleshooting was performed to the rep's knowledge. The patient was reported to be "alive - no injury."

Manufacturer narrative:
Analysis of the pump identified a feedthru anomaly of shorting across the insulator, a stall due to shaft-bearing, and corrosion and/or wear and/or lubrication in the gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.